Event description:
It was reported that stent fracture occurred. The 70% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 3.00 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion. The device was removed from the body and the physician noticed a fracture at the proximal end of the stent. The procedure was completed with another of the same size. No patient complications were reported.

Event description:
It was reported that stent fracture occurred. The 70% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 3.00 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion. The device was removed from the body and the physician noticed a fracture at the proximal end of the stent. The procedure was completed with another of the same size. No patient complications were reported.

Manufacturer narrative:
Correction h6 device codes. Initially reported as break is being corrected to material deformation.